Event description:
It was reported that during use with the device the gas waveform was not reflected. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device and seven photos were received for evaluation. According to the device and photographs received, an occlusion was confirmed in the assembly of the luer to the tube. However, it is not possible to confirm if the sample failed during the use. The complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.